Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. It was also reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.